Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They clarified that the back pain was not caused by an issue with the patient's device; the back pain was caused by the motor vehicle accident (mva) the patient had been in (B)(6) 2016. They also clarified the ins was not affected by the mva; the patient was receiving coverage to their legs, which was the reason why they had the ins implanted. The patient had inquired if it was possible to get stimulation to the area of the back where they were having pain. On (B)(6) 2018, the rep met with the patient and performed reprogramming. They were able to get stimulation to reach the back pain; issue has been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had good stimulation in the right and left legs and they occasionally had stimulation in their back. The patient noted that the scs system was originally implanted for leg pain. The patient would like to have additional coverage in the back. The patient also reported that they were in an automobile accident in (B)(6) 2016 that may have affected the device/system. The patient planned to make an appointment to have their system reprogrammed to provide back pain relief. No further complications are anticipated.